Manufacturer narrative:
The handpiece was received at the manufacturer for testing. Samples of the fluid were taken for analysis. Service completed any required repairs and did a clean, lube, and adjust to the device, which was then returned to the account. The evaluation was started, and a follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the handpiece began leaking a reddish fluid while the equipment was being tested. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.